Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
Patient was about 2.5 months post op from receiving a t2 recon nail. Nail broken, patient claims that there was no trauma which caused device to break. We removed nail, injected hydroset into femoral head and fixed with long gamma nail.

Manufacturer narrative:
The reported issue was confirmed. No deviations were found during review of the manufacturing and inspection documents (DHR). During investigation no material, design or manufacturing related issues were found. No discrepancies were detected during risk analysis review. No non-conformity identified. The nail had broken in fatigue manner, most likely caused by intra-operatively implant damage. A deficiency of the returned nail was not verified.

Event description:
Patient was about 2.5 months post op from receiving a t2 recon nail. Nail broken, patient claims that there was no trauma which caused device to break. We removed nail, injected hydroset into femoral head and fixed with long gamma nail.